Manufacturer narrative:
H6. Investigation summary: three photos were returned by the customer, however no physical sample was returned. It was reported that secondary infused too quickly for the rate entered (100 ml/h). Discoloration in the primary bag, indicating that the ivpb flowed into the primary container (backcheck valve failure). The three photos show the infusion set-up with the primary drip chamber filled with fluid. The customer complaint can be verified. A device history record review could not be performed because model and lot numbers are unknown. The failure could possibly be due to a failed back check valve, however, without a physical sample a true root cause is unable to be determined.

Event description:
It was reported that the unspecified bd infusion set experienced a backcheck valve failure. The following information was provided by the initial reporter: rn reports secondary infused too quickly for the rate entered. The infusion was programmed properly at a rate of 100 ml/h. Examine the pump and noted discoloration in the primary lr bag indicating that the ivpb flowed into the primary container. I was able to replicate and video the issue, this is a backcheck valve failure.

Event description:
It was reported that the unspecified bd infusion set experienced a backcheck valve failure. The following information was provided by the initial reporter: rn reports secondary infused too quickly for the rate entered. The infusion was programmed properly at a rate of 100 ml/h. Examine the pump and noted discoloration in the primary lr bag indicating that the ivpb flowed into the primary container. I was able to replicate and video the issue, this is a backcheck valve failure.

Manufacturer narrative:
The following fields are potential lots were identified to be: 22035902, 22035932, 22035933, 22033099, 22036101, 22036102, 22036103, 22036104, 22036159, 22036160, 22035962, 22036167, 22036168, 22035985, 22035986 d4: medical device lot #: 22035902 d4: medical device expiration date: 18mar2025 h4: device manufacture date: 18mar2022 d4: medical device lot #: 22035932 d4: medical device expiration date: 18mar2025 h4: device manufacture date: 18mar2022 d4: medical device lot #: 22035933 d4: medical device expiration date: 19mar2025 h4: device manufacture date: 19mar2022 d4: medical device lot #: 22036101 d4: medical device expiration date: 20mar2025 h4: device manufacture date: 20mar2022 d4: medical device lot #: 22036102 d4: medical device expiration date: 20mar2025 h4: device manufacture date: 20mar2022 d4: medical device lot #: 22036103 d4: medical device expiration date: 22mar2025 h4: device manufacture date: 22mar2022 d4: medical device lot #: 22036104 d4: medical device expiration date: 23mar2025 h4: device manufacture date: 23mar2022 d4: medical device lot #: 22036159 d4: medical device expiration date: 23mar2025 h4: device manufacture date: 23mar2022 d4: medical device lot #: 22036160 d4: medical device expiration date: 23mar2025 h4: device manufacture date: 23mar2022 d4: medical device lot #: 22035962 d4: medical device expiration date: 17mar2025 h4: device manufacture date: 17mar2022 d4: medical device lot #: 22036167 d4: medical device expiration date: 23mar2025 h4: device manufacture date: 23mar2022 d4: medical device lot #: 22036168 d4: medical device expiration date: 24mar2025 h4: device manufacture date: 24mar2022 d4: medical device lot #: 22035986 d4: medical device expiration date: 18mar2025 h4: device manufacture date: 18mar2022 d4: medical device lot #: 22035985 d4: medical device expiration date: 18mar2025 h4: device manufacture date: 18mar2022 the following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-sep-2022 h6: investigation summary one primary tubing (model #2420-0500), one secondary tubing, and three photos were returned by the customer. It was reported that secondary infused too quickly, and discoloration in the primary bag indicated a backcheck valve failure. The three photos show the infusion set-up with the primary drip chamber filled with fluid. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification was sent to the supplier, and the sample was sent for further investigation. The supplier was able to confirm the back flow. The check valve was then disassembled, and particulates were visually identified on the silicone disc. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow. The particulate was sent to for ftir analysis. Ftir analysis results indicated particulates associated with calcium stearate and silicone oil. This material is not a product of supplier processes, therefore this particulate did not generate at the supplier. A further investigation was performed with the manufacturer to determine if the particulate may have be generated during manufacturing. It is difficult to know where in the production process the back check valve became contaminated. However, in reviewing the production process, the most probable place is during the proximal automated machine process as particles have sometimes been found inside the machine during the process. The potential root cause for back flow due to particles in the back check valve is related to contamination during the proximal automated machine process generated for the same component. For corrective actions, this failure mode was addressed under a quality notification. No further actions are needed to avoid the reported failure mode since the potential lots on this complaint were built prior to this change completion. A lot number is unknown, however, potential lots were identified to be: 22035902, 22035932, 22035933, 22033099, 22036101, 22036102, 22036103, 22036104, 22036159, 22036160, 22035962, 22036167, 22036168, 22035985, 22035986. A device history record review for model 2420-0007 and potential lot number 22035902 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22035932 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22035933 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036101 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036102 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036103 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036104 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036159 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036160 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22035962 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036167 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22036168 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22035985 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and potential lot number 22035986 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced a backcheck valve failure. The following information was provided by the initial reporter: rn reports secondary infused too quickly for the rate entered. The infusion was programmed properly at a rate of 100 ml/h. Examine the pump and noted discoloration in the primary lr bag indicating that the ivpb flowed into the primary container. I was able to replicate and video the issue, this is a backcheck valve failure.